Event description:
A patient went to MRI on MRI safe IV pumps with a high-risk medication being infused. The IV pumps were alarming continuously and upon evaluation by the manufacturer, it was determined by the error codes on the machine that there were events of both under-infusion and multiple events where free flow of the medication occurred.